Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe stent damage. The first row on the distal end of the stent is damaged; stent strut rows 7-13 from the distal end are also damaged. Stent strut row 1 on the proximal end of the stent is slightly flared. The stent had moved distally on the balloon approximately 15mm from the distal end of the proximal markerband with some struts extending over the distal markerband. The od (outer diameter) could not be measured; therefore the manufacturing data was reviewed and the maximum crimped stent profile was found to be within max crimped stent profile specification. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 35mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery with an acute bend. After pre-dilatation, a 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent moved on the balloon and was damaged.